Event description:
It was reported by the patient that they experienced atrial fibrillation (af) and atrial flutter during an off label magnetic resonance imaging (MRI) scan. Intervention was attempted on the implantable pulse generator (ipg) but it failed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.